Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter in right femoral vein access via transverse approach. During the procedure, the filter was allegedly unable to expand fully. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. D4 (medical device lot #), e1, g3, h6 (device, component, method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two electronic photos was provided and reviewed. The first photo shows that the filter 12 arms/ legs, one of the arm/legs was noted to be bent. No other anomalies were noted. Second photo shows the device packaging and labeling details, which match with the information available in tw. Therefore, the investigation is inconclusive for the reported activation failure including expansion failure as no objective evidence was provided for review. The investigation is confirmed and identified for the material twist /bent as the one of the filter arm/legs was noted to be bent. A definitive root cause for the reported activation failure including expansion failures and identified material twist/bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter in right femoral vein access via transverse approach. During the procedure, the filter was allegedly unable to expand fully. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter in right femoral vein access via transverse approach. During the procedure, the filter was allegedly unable to expand fully. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.